Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Had 4 brushes break in mouth, rotating head detached, starts with the head feeling looser than usual and then falls off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that she had 4 oral-b power oral care refills precision clean break in her mouth. She reported the rotating head became detached after brushing only ten times. She described that it started with the head feeling looser than usual, and then it would fall off. The consumer stated she did not brush too hard because the brushes still looked like new. The precision clean refills were from a pack of 4; the consumer threw away the first 2 but kept the last 2 brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.